Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease of 3 years in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant confirmed that this device is exhibiting premature battery depletion and recommended replacement within 90 days. It was noted that therapy delivery is currently unaffected. This device remains implanted and in service. No adverse patient effects were reported. Additional information: this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device was returned for investigation and this report includes device technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease of 3 years in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant confirmed that this device is exhibiting premature battery depletion and recommended replacement within 90 days. It was noted that therapy delivery is currently unaffected. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease of 3 years in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant confirmed that this device is exhibiting premature battery depletion and recommended replacement within 90 days. It was noted that therapy delivery is currently unaffected. This device remains implanted and in service. No adverse patient effects were reported. Additional information: this device was explanted and replaced and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.